Event description:
It was reported that a pressurewire x - wireless (pw) device was advanced to a lesion in the left anterior descending (lad) artery with mild calcification without issue. Then a dragonfly optis imaging catheter was advanced over the pw without issue. Imaging was successfully performed. However, during removal of the imaging catheter, resistance was felt with the pw. Then the pw became separated distal to the pressure sensor. The separated portions remained in the monorail of the imaging catheter; and therefore nothing was loose in the patient. The separated portions of the pw and imaging catheter were removed as a single unit, completing the diagnostics testing. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no exception. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. Based on the similar product investigation/complaint review, there is no indication of a lot specific product quality issue. The investigation determined that the reported difficult to remove was likely related to circumstances of the procedure. It is likely that challenging anatomy caused damage to the pressurewire or dragonfly causing the reported issue; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The pressurewire x referenced is filed under a separate medwatch report number.